Manufacturer narrative:
Medwatch sent to FDA on 05/26/2016. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of infection, inflammation, and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Healthcare professional reported implantation of seri surgical scaffold during abdominoplasty on (B)(6) 2014. Post implantation, the device "folded on itself" and the patient developed a possible infection. Pathology indicated acute and chronic inflammation. The patient's physician found the device was unincorporated with the patient's tissue. The device was removed.

Manufacturer narrative:
From the review of the device history records for lot p13081301a all non-conformances were addressed and were determined to have no impact on product quality and safety. There is no evidence in the manufacturing history of lot p13081301a to suggest that a manufacturing error caused the ae reported.

Event description:
Healthcare professional reported implantation of seri® surgical scaffold during abdominoplasty on (B)(6) 2014. Post implantation, the device "folded on itself" and the patient developed a possible infection. Pathology indicated acute and chronic inflammation. The patient's physician found the device was unincorporated with the patient's tissue. The device was removed.